Manufacturer narrative:
The returned device was evaluated and the tip on the soft cannula was torn off resulting in damage to the exposed portion of the soft cannula. The tip of the formed needle was observed to be exposed due to the damage of the soft cannula. The data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. There were no other damages or defects observed during the inspection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 26.4 mmol/l (475.2 mg/dl). In order to treat the high bg, a bolus was administered and the pod was changed. The pod was worn on the patient's abdomen for between 24 and 36 hours.